Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address acetabular loosening and vertical positioning. Update: (B)(4) 2011 - patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised. The revision operative report indicates ther was a copious amount of cloudy, slightly grayish colored fluid. It is additionally noted that there were several cysts in the superior dome of the acetabulum. Additional information: litigation papers allege the patient suffered pain, disability, and loss of enjoyment of life and had to be revised. Papers also allege excessive levels of chromium and cobalt blood levels.

Event description:
Pt was revised to address acetabular loosening and vertical positioning. Update: (B)(6) 2011 - pt contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the pt was revised. The revision operative report indicates there was a copious amount of cloudy, slightly grayish colored fluid. It is additionally noted that there were several cysts in the superior dome of the acetabulum.